Event description:
It was reported that the patient's pain relief was inadequate. The patient worked with her hcp for six months trying to reprogram her device. The hcp took an x-ray of the system and determined that "the leads were destroyed" and "they weren't connecting", and the patient underwent a replacement surgery. The manufacturer's device registry showed that the patient's neurostimulator and extension were replaced, while the leads were left in place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3487a-33, lot # v005313, implanted: (B)(6) 2006, explanted: na; lead model 3487a-33, lot # v002794, implanted: (B)(6) 2006, explanted: na; extension model 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011; extension model 3708340, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011; programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4).